Manufacturer narrative:
Additional, changed, and/or corrected data. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. A visual analysis of the returned device identified: crease fold, opening on posterior, yellow particles inner the device and wear abrasion. Leak test and microscopic analysis was performed which identified: sharp opening on plug strap bond edge. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on plug strap bond edge assessed as an unidentified (tear) opening.

Event description:
The device has been replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported "deflation" against left device. The device remains implanted.